Event description:
It was reported that sometimes when the end user is driving the chair it will surge (accelerate) forward without her increasing the speed. Provider states that intermittently when the user is trying to move forward in the chair it will go very slowly and then shuts off.